Manufacturer narrative:
In spite of several attempts, we have not been able to get additional information concerning this case and no further considerations and analysis can be performed. A follow up will be submitted in case we will discover something more.

Event description:
Please refer importer report (B)(4).